Event description:
The following was reported to arjohuntleigh by the wound care nurse: on (B)(6) 2013, a pt developed several pressure ulcers while being on an atmosair 9000 mattress. There is no further info at this time. A f/u report will be provided when add'l info becomes available.

Manufacturer narrative:
Add'l info will be provided upon conclusion of the manufacturer investigation.